Event description:
Material: my8030; batch#: 24066951. It was reported by the customer that customer's concern is high since this continues to happen. Customer's concern is high since this continues to happen additional information: please provide the address of the facility for us to ship the return label? Could you please provide a further description of the exact issue? One of our 30 cc texium syringes was leaking when the technician was using not connected to a smart-site needle free valve. The chemotherapy was leaking from the texium tip, not the bonded piece above it. Makes me question if the internal leur lock mechanism was slightly off. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse events occurred with the technician. He did have to change his gloves after the leak, but no personal harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
1. Please provide the address of the facility for us to ship the return label? Xxxxxx. 2. Could you please provide a further description of the exact issue? One of our 30 cc texium syringes was leaking when the technician was using not connected to a smart-site needle free valve. The chemotherapy was leaking from the texium tip, not the bonded piece above it. Makes me question if the internal leur lock mechanism was slightly off. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse events occurred with the technician. He did have to change his gloves after the leak, but no personal harm.

Manufacturer narrative:
One sample of my8030 was submitted for quality evaluation. Visual inspection of the sample was conducted an there was no visible damages or abnormalities. A smartsite connector was then connected to the texium connector to fill the syringe with water. The syringe was then emptied slowly and a leak was identified between the union between the texium connector outlet and the smartsite inlet port. The customer complaint of leakage was confirmed. A trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model my8030 lot number 24066951 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.